Event description:
During vital signs acquisition in her home, the pt fell off honeywell hommed scale (juno model 5002100a2, s/n (B)(4)). The pt had been nauseated and had two emesis prior to getting on the scale. The pt indicated that she was weak at the time she fell. The pt was hospitalized following the event. An MRI was performed of her back, however, the hospital has not addressed if the MRI is related to the fall. The scale was not reported to be defective, however, the facility inquired if we offered a stand or other safeguards for the scale. Honeywell hommed does not offer a stand with the scale but the juno scale is designed with an anti-tipping edge. The juno scale is cabled to the genesis dm monitor (telehealth monitor) which collects the pt's weight and transmits the results via a communication module to a central viewing station in the user's facility for retrospective review. The user instructions (p4510en.07, 02/16/2012) indicate the scale is to be positioned on a hard, non-carpeted area and if the area is carpeted the scale bottom should clear the carpet so that when the pt stands on the scale the weight is distributed to the scale's load cells. The manual also indicates that the pt should be properly positioned in the center of the scale and remain motionless during scale use. The manual recommends for pts who are unable to remain motionless without assistance (a wall, chair, helper, etc.) Throughout the time it takes for the weight to be measured should not use the scale. The pt manual (p4530en.03, 03/01/2012) indicates to place feet toward the center of the scale not on or near the edge and to stand still until the monitor tells you to step off the scale. Upon f/u with the user facility, they indicated they had filled out an incident form and as a precaution they are not installing scales for any pt that seems unsteady on their feet. They removed the scale from this particular pt's home and they indicated they are looking at bars for pts that are unsteady but need to provide weight readings.